Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The device was evaluated by a zoll field representative at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing without duplicating the report. The device was recertified for clinical use. No trend is associated with reports of this type.